Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging that the pump was not calculating boluses correctly. The reporter stated that on (B)(6) 2011, while the pt was at school, the pump administered a bolus of 4.8 unit instead of 3.6. The pt's mother claimed, the school nurse reported that she did not check the pump to see bolus amount prior to selecting it. At an unspecified time, after the bolus was administered, the pt's mother reported that the pt went "low" and tested at 51 mg/dl with symptoms of a headache and shakiness. It is unk what medical treatment the pt rec'd. The reporter also stated that the pump bolus calculation was different than when compared to a manual calculation. At the time of troubleshooting, it was discovered that the pump was set to the incorrect time. The reporter confirmed that she did not change pump's time to daylight savings time. The reporter claimed, she thought, the time on the pump would update automatically. During the call, the reporter changed the time. Once the time was updated, the reporter entered a bolus based on carbohydrate and current blood glucose and confirmed, it was calculating bolus delivery correctly.